Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported aneurysm rupture is an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient underwent a coil embolization procedure to treat a ruptured right posterior artery communicating artery (pcom) aneurysm using penumbra smart coils (smart coils). A subsequent computerized tomography (CT) scan revealed an increased volume of subarachnoid hemorrhage asymmetrically greater over the right cerebral hemispheric sulci. The physician then performed a reversal of heparin and the patient was treated with balloon inflation and additional coils. The adverse effect was considered resolved on (B)(6) 2018. The aneurysm re-rupture was reported to be a serious adverse event (sae) with a definite relationship to the smart coil.

Event description:
Additional information received 15-aug-2018: patient had a subarachnoid hemorrhage intra-procedurally which an external ventricular drain (evd) had to be placed to assist with draining.